Event description:
It was reported that a patient underwent a hernia repair on an unknown date between the (B)(6) 2013 and the (B)(6) 2014 and mesh was implanted. Approximately 3 to 4 years post-operatively, the patient experienced a hernia recurrence and underwent an additional mesh removal procedure. The surgeon opines that the mesh had extremely shrunk. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.